Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 600 mg/dl. Customer was treated with intravenous fluids of saline, insulin, and manual insulin injections. Customer did not recall exact hospital discharge date, however, reported being discharged from the hospital around (B)(6) 2020 or (B)(6) 2020 with no permanent damage. Reportedly, the pump did not deliver insulin as intended. Customer declined to further troubleshoot with tandem technical support. Customer reverted to an alternate pump for insulin therapy.